Manufacturer narrative:
The referenced previous gastrointestinal bleeds which occurred on (B)(6) and (B)(6) 2017 were reported on medwatch MFR report # 2916596-2018-01481 and 2916596-2018-01480. (B)(4). Approximate age of device - 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a gastrointestinal bleed (gi). The patient has a history of recurrent gi bleeds, prior esophagogastroduodenoscopy (egds) on (B)(6) 2017 and (B)(6) 2017 with bleeding dieulafoy lesion, gastritis, non-bleeding ulcer. Etiology of current bleed potential 2/2 new arteriovenous malformations (avm) in setting of vad vs new bleeding ulcer. The patient received 3 units of packed red blood cells with a transfuse goal of hemoglobin 7.0 g/dl. Three units of packed red blood cells (prbcs) total. The patients transfuse to goal is hgb 7.0 g/dl. The patient is having twice daily oral proton pump inhibitor (ppi). An egd was performed without evidence of active bleeding but with erythematous, friable mucosa of the stomach. A capsule study showed bleeding per report and the patient is on no oral food pending repeat endoscopy. The patient is to continue home oral iron supplementation and continue warfarin with international normalized ratio (inr) target of 1.5 for now (home goal 1.8 - 2.2). Medical staff is planning discussion for anticoagulation target given history of bleeding.